Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 81 mg/dl at the time of incident. The customer stated that her blood glucose was 118 mg/dl and sensor glucose was below 60 mg/dl when it triggered threshold suspend. The customer stated that the same issue happened with multiple sensors. The customer stated that the sensor triggered threshold suspend while his blood glucose was 81 mg/dl and 89 mg/dl while the sensor was showing low. The sensor will not be returned for analysis.